Event description:
The customer reported that they have taken the batteries out of the pump for more than two hours while in the hospital. The customer stated that they were in the hospital for dka and they believe dka was due to infection.